Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's blood glucose has been high for the past 24 hours. The set was changed three times. They ran 5 units of insulin and only a single drop exited the tubing; however, the insulin pump did not alarm. The patient experienced blood glucose values in the 500 mg/dl range. The patient treated via insulin pump bolus and manual insulin injection. During high blood glucose troubleshooting, the caller noted a group of air bubbles in the infusion set tubing. The customer was advised to deliver a 5 unit fixed prime until the bubbles were no longer visible. Insulin successfully exited the tubing but the caller did not feel comfortable using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device received with cracked case at display window corners, cracked case at reservoir tube window corners and minor scratches on lcd window.